Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that visible smoke emitted from the viewpad. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and that view pad did not work and it became evident the remote had a short circuit internally. To resolve the issue, the fse replaced the view pad. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's viewpad was producing visual smoke. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.